Event description:
It was reported that the battery in slot #2 for the cardiosave intra-aortic balloon pump (iabp) was not charging while the console was in the cart for eighteen (18) hours. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that both batteries were fully charged. However, when performing the battery runtime test, one of the batteries failed and did not meet factory specifications. The stm replaced the battery then completed scheduled preventative maintenance (pm). All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the battery in slot #2 for the cardiosave intra-aortic balloon pump (iabp) was not charging while the console was in the cart for eighteen (18) hours. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.